Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes, the device experienced foreign matter within the tube. This event occurred once. The following information was provided by the initial reporter. The customer stated: all tubes received have traces of condensed water inside.

Manufacturer narrative:
H.6. Investigation summary: no samples and 5 photos were returned by the customer in support of this complaint. A visual examination of photos was performed and did not reveal any additive abnormality. The photos were evaluated with no issues being identified. The photos show tubes with the spraycoat pattern appearance within the tube. This is the normal appearance of the spray coated additive in the tube and the mist dot pattern. Additionally, 100 retention samples were inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode from the photos provided. Bd was unable to determine a root cause for the customer's reported issue. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes, the device experienced foreign matter within the tube. This event occurred once. The following information was provided by the initial reporter. The customer stated: all tubes received have traces of condensed water inside.